Event description:
It was reported that when using the bd pyxis¿ es server was migrated to a virtual machine due to insufficient memory. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Section d medical device catalog, unique identifier (UDI), medical device serial, medical device model, section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that server migration to virtual machine due to insufficient memory. The technical support specialist (tss) reviewed the server migration option and the server database issue, including dsserveroltp being in pending recovery, was resolved, and all devices were confirmed to be communicating properly. Although communication was stable, the customer reported slowness when transferring patient or medication details, and intermittent memory spikes of 88% 99% were observed. Download errors for pacu, medusrg, and ER in hsv were cleared after restarting bd services. The tss confirmed that es19996352aio is back online with upgraded ram from 8gb to 12gb, resolving previous memory spikes of 88% 99%. Messaging is current, and the cce is fully operational, receiving adt and orders messages and forwarding them to es. Continued monitoring of the es server is recommended to confirm stability. The system functioned as intended after the technical support specialist resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server was migrated to a virtual machine due to insufficient memory. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.